Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient had elevated blood glucose for the past week ranging from 330 mg/dl to "high" on the meter accompanied by ketones, nausea and headaches while using a pump that was knowingly losing power several times each day. The patient's elevated bg has been treated with short-acting insulin via syringe which brings the bg down in the 200 mg/dl range. The reporter stated the patient's bg would elevate again however, because the patient was not receiving regular basal delivery. The reporter stated the patient did not require medical treatment above or beyond routine diabetes care and management. The battery cap would reportedly not tighten properly and had the yellow o-ring showing. A new battery cap reportedly could not be tightened onto the pump and closer inspection by the reporter revealed a crack in the battery compartment. The reported issue of a cracked battery compartment and ill-fitting battery cap is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because the patient experienced elevated bg while using an insulin pump with a known power issue.

Manufacturer narrative:
Device evaluation submitted 12/12/2012 follow-up # 1 - the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: testing verified power on resets in the black box. The threads on the returned battery cap are stripped and the battery compartment has a crack at the threads. When attaching the returned battery cap to the pump, the verify screen appears then the cap pops of and the pump reboots; the returned battery cap was unable to maintain a connection. A new test cap is able to carefully attach to the pump. The test battery cap was used to exercise the pump for 24 hour; no power issues occurred during this time. The pump passed the required 29 hour flow test and was found to be delivering within the specification. Unrelated to the complaint, when boot up the display screen has a faded pinkish contrast. Pump cover was removed, a test screen was inserted. Pump then booted to the verify screen with a normal contrast using the test screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.